Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 516 mg/dl. It was unknown if the insulin pump was on auto mode. Customer had problem with connecting meter to insulin pump meter got disconnected with her insulin pump and trying to do it and it couldn't find the numbers. No blood glucose received from meter. The insulin pump will not be returned for analysis.